Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one empty foil, a detached needle in the winding former, and one suture piece that pertained to the product code sxpp1a203. During visual inspection of the returned sample, the ends of the suture piece were noted to be cut, probably caused by a surgical instrument. Body fluids and damage were found on the strand. In addition, marks that appear to be caused by a surgical instrument were observed on the needle, and a remnant of the suture was found inside the barrel hole. This product code sxpp1a203 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: - please clarify when the event occurred (pre op/intra op/ post op : intra op - please provide procedure name and date :tkr total knee replacement date 06/06/2024 - any patient consequences? : no patient consequences

Event description:
It was reported that a patient underwent a total knee replacement on(B)(6)2024 and a barbed suture was used. During the procedure, the suture immediately broke. There were no adverse patient consequences. Additional information was requested.